Manufacturer narrative:
B3/d10: the events occurred on may 14, 2026, may 19, 2026, may 23, 2026, june 02, 2026, and june 04, 2026. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the amia cassette and minicap transfer set. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.